Manufacturer narrative:
Concomitant product: product ID 3037, serial # unknown, product type programmer, patient; product ID neu_ unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
It was reported that the patient was only feeling stim when antenna was on implantable neurostimulator (ins). The manufacturer's representative received a call from a doctor who saw the patient today. The doctor said the patient reported she felt stim when the antenna was on top of her ins but does not feel stim when the antenna is removed. The impedances were fine and the patient's therapy was fine. Tech services reviewed that this may be possible if lead or ext is on top of ins. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0p9ly, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received from the manufacturer's representative noted that the patient was getting appropriate therapy relief and there was no malfunction with device. The representative reported the physician felt the patient may be making it up. They were not planning any interventions.